Event description:
According to the initial reporter, when weight was applied to the vertier surgical table, the device shifted in the direction of the weight. The customer stated that there were no adverse consequences.

Manufacturer narrative:
There was no patient information offered by the health facility with respect to actual patient involvement. Therefore, there is no information available. There is no established expiration date for this device. The surgical table is not an implantable device. The surgical table is not an explantable device. This is not a single use device. Evaluation summary: according to the initial reporter, when weight was applied to the vertier surgical table, the device shifted in the direction of the weight. The customer stated that there were no adverse consequences. The surgical table was articulated into both trendelenburg and reverse trendelenburg. During articulation, the table top appeared to shift slightly left and right (shifting from patient's right and left) with respect to the long table axis (patient movement head to toe). It appeared that pivot rod connecting the tile cylinder to the tilt frame was not connected. This component is held in place by a retaining clip. The clip was found inside the table with no structural damage or wear. It appeared that this clip was not attached to the pivot rod which enabled the rod to move. This malfunction was caused by product assembly error.